Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation.the lay user/patients test strips have been returned on 2/17/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan france, alleging sticking test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.